Manufacturer narrative:
Device not returned to MFR. Pending.

Event description:
Int'l. (B)(6) complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports on (B)(6) during dialysis sessions, attending clinician removed/replaced tego connectors due to "..blood leaking under the membranes". There were no reported adverse patient consequences. .

Manufacturer narrative:
Device return: two (2) used d1000 tego connectors were returned. Although requested the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connectors recorded residual blood was observed in the male luer, no visual component damages noted. During decontamination flushing, clotting was discharged. Qe testing and analysis to the applicable product specifications was performed. The results recorded no leakages and or performance issues. Both returned tego connectors met acceptance criteria. Findings: testing and analysis of the two returned tego connectors recorded no leakages and or performance issues.

Event description:
Int'l. ((B)(6)) complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports on 08/24 during dialysis sessions, attending clinician removed/replaced tego connectors due to "..blood leaking under the membranes". There were no reported adverse patient consequences. This is the mfgers. Follow up report to provide additional information and device return investigation findings.